Event description:
It was reported that "the surgeon did not have the hex head fully engaged in the techtonix screw, both hands were on the handle and when he turned, the tip broke off because, it was not fully engaged in the screw head."

Manufacturer narrative:
Method: complaint history review. Result: complaint history review - review of the complaint data revealed that this kind of event is an issue we have already encountered (11 complaints including this one identified since 2006, first in 2010). This falls within the expected number of failures. Conclusion: in this case, it was reported that the tip of screwdriver was not fully inserted into the screw head, this may have contributed to the reported breakage. Static torsion and dynamic torsion testing were performed on screwdriver from production. Under on-axis static torque test, the tip withstands 12.2 nm. Under on-axis dynamic torque (fatigue), the tip withstands at least 4,500 cycles at 6nm. Therefore, the following assumptions were built: in vivo pedicle insertion torque resistance was high. Screwdriver shaft may have been used for set screw final tightening or applied some offset angle during pedicle screw insertion, which are not recommended. Hex tip of the screwdriver shaft was not fully inserted into the post of the pedicle screw during insertion, which was reported in this case.